Manufacturer narrative:
The technician found a bent side rail latch cover is the cause of the issue. The technician replaced the left foot side rail latch cover to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left foot side rail is not latching. The bed is located at the hill-rom service center. There was no patient/user injury reported. (B)(4).